Event description:
It was reported when the device was used during a low bowel procedure, there were no staples. The case was completed using sutures and a competitor's device. The patient received a temporary colostomy.